Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000340210, 3000334784, and 3000333118 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a vein harvesting procedure, vasoview hemopro 2 (w/ vasoshield) harvester noticed that one of the jaws was broken. When they messed with it, the silicon came completely off so they just opened another kit to complete the case. No pieces fell into patient. There was no procedural delay. There was no injury to patient.